Manufacturer narrative:
B3 date of event: the exact event date is unknown.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter. Scan revealed no fluid in the system. The patient underwent surgery to replace the system and downsize the cuff. There were no further patient complications.